Manufacturer narrative:
(B)(4). Date sent: 4/20/2016. Information was not provided by the contact. Batch # (B)(4). The analysis results showed that the tx60b device arrived in good visual condition and with one reload present. Reload was received partially loaded with only 10 staples present and all protruding. It should be noted that when manipulating the device only the closing trigger should be grasp until ready to fire the device. Do not grasp the firing trigger before the device is to be fired. If the firing trigger is manipulated it could cause the staples to deploy partially or completely resulting in malformed staples and a premature lockout situation. For further details please refer to the instruction for use. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete.

Event description:
It was reported that during an exploratory laparoscopic sigmoid resection procedure, a device was opened and introduced into the sterile field. When the surgeon was ready to use the device, she decided that a green load was needed instead. A green load was opened and tech loaded the green cartridge improperly in the device. The tissue retaining pin did not seat properly but the device still fired. Staples were not present in the entire 60mm staple line. Another like device was used to complete the procedure. There were no adverse consequences for the patient.